Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The pump was reprimed several times and the response issue with the ok keypad button was not duplicated.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the ok keypad button is intermittently unresponsive when pressed during the priming function. The reporter stated there were no issues with keypad buttons responding when pressed otherwise. The patient reportedly wears the pump with a low-profile clip on the waistband or in a pocket and it is unknown if the pump is cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged ok keypad button malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.